Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 MRI of the lumbar spine indicated ¿status post multilevel laminectomy with posterior fusion and instrumentation. Moderate ¿to-severe central canal stenosis l3/4 from disc bulge, ligamentum flavum thickening, and facet osteoarthritis. Mild-to-severe bilateral foraminal stenosis l3/4. Grade 1 anterolisthesis of l4/5, stable. Minimal grade 1 retrolisthesis of l1 on l2, l2 on l3, and l3 on l4.¿ on (B)(6) 2009 the patient presented with postlaminectomy syndrome, lumbar spondylosis, and lumbar spinal stenosis. The patient underwent lumbar laminectomy with bilateral foraminotomies for spinal stenosis l3-4, posterior spinal fusion l3-4 with cd horizon instrumentation, local bone graft, and rhbmp-2/acs, and left sided tlif l3-4 using a peek interbody device, local bone graft, and rhbmp-2/acs. On (B)(6) 2010 CT scan of the thoracic spine indicated ¿thoracic spondylosis. Ligamentum flavum hypertrophy.¿ CT scan of the cervical spine indicated ¿multilevel cervical disc degeneration. No cord compression. Foraminal stenosis c3-4 through c7-t1.¿ on (B)(6) 2010 patient presented with low back pain. Per the physician¿s notes, ¿his pain is located in the low back and radiates to bilateral buttocks r>l posterior legs, to the anterior thighs, and extending to the toes. Pain is worsening, sharp and achy in nature, 8/10 in severity, worse with standing or sitting for prolonged periods of time, and best with lying supine. He also admits to numbness in bilateral feet, paresthesias in all toes, muscle cramping in anterior thighs, balance difficulties, and dry fee that turn red/purple at times.¿ on (B)(6) 2011 patient presented for an office visit. Per the physician¿s notes, ¿CT and MRI results ¿ reveal juxtafusional breakdown and signs of instability at the l5s1 level.¿ on (B)(6) 2011 patient presented for an office visit. Per the physician¿s notes, ¿he feels constantly fatigue because of medication, and is dissatisfied with his quality of life¿ spent 30 minutes with the patient discussion a l5-s1 lumbar fusion to treat his juxtafusional degenerative disease.¿ on (B)(6) 2011 the patient underwent a reoperative laminectomy and exploration of fusion at l3-5 with removal of old hardware l3, l4, lam inectomies and complete facetectomy and discectomy at l5-1, bilateral pedicle screw fixation l3 through s1 and ls-s1 transforaminal lumbar interbody fusion. Infuse, capstone peek, and solera posterior instrumentation were used. Patient was discharged on (B)(6) 2011. On (B)(6) 2011 patient presented for follow up. Per physician¿s notes, ¿he is doing well and states that his pre-op lbp has decreased somewhat. He is complaining of a deep ache in both hips that radiates to the anterior thighs which is activity related.¿ on (B)(6) 2011 patient presented for follow up. Per physician¿s notes, ¿he is doing well with improved back pain. He is a bit lethargic today.¿ on (B)(6) 2011 patient presented for follow up with complaints of back pain.per physician¿s notes, ¿CT shows broken left s1 pedicle screw.¿ on (B)(6) 2011 patient presented with failure of fusion, l5-s1 with left s1 broken pedicle screw. Patient underwent exploration of hardware with removal of broken s1 pedicle screw, replacement of s1 pedicle screw, and l4-5 posterior arthrodesis. Solera posterior instrumentation and rhbmp-2/acs were used. On (B)(6) 2011 patient presented for follow up. Per the physician¿s notes, ¿he continues to complain of lbp and leg pain. The lumbar incision is clean, dry, and intact. There is no redness, swelling, or drainage noted.¿ on (B)(6) 2012 patient presented for follow up. Per the physician¿s notes, ¿he is doing well with only incisional pain.¿ on (B)(6) 2012 patient presented for follow up with complaints of hot flashes. On (B)(6) 2012 patient underwent implant of intrathecal infusion pump and catheter to treat failed back syndrome complicated by intractable back and leg pain.